Event description:
Taxus liberte clinical study. It was reported that in-stent restenosis, shortness of breath and chest pain associated with increased leg swelling occurred. On (B)(6) 2011, the patient presented with chest pain associated with nausea, vomiting, shortness of breath and cardiac catheterization was performed. Subsequently, the index procedure was performed. The target lesion was de-novo lesion, located in the mid left anterior descending artery (lad) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.8mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 16 mm taxus liberté stent. Post dilatation was performed using a 3.0 x 15 mm maverick quantum balloon catheter and "mild pinching of the diagonal" was noted. The mild pinching of the diagonal was treated by balloon angioplasty using 2.0 x 12 mm non-bsc balloon catheter, with less than 30% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with chest discomfort associated with increased leg swelling and shortness of breath. The patient was hospitalized on same day. At the time of event, the patient was taking aspirin and prasugel. The study drug was never taken during the study. One day after, the 90% focal in-stent restenosis of the study stent in mid lad was treated with placement of 3.0mm x 12mm non-bsc drug eluting stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the event was considered resolved and patient was discharged on aspirin and prasugel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Event date corrected from (B)(6) 2013. (B)(4).

Event description:
It was further reported that the 90% focal restenosis noted in (B)(6) 2013 was located in the proximal left anterior descending artery (lad) and not in mid lad as previously reported.

Manufacturer narrative:
Describe event or problem, relevant tests/lab data, patient codes, device codes: updated. (B)(4).

Event description:
It was further reported that on (B)(6) 2013, the patient was hospitalized for congestive heart failure (chf) exacerbation, including complaints of chest discomfort. In addition, the in-stent restenosis (isr) noted in the unspecified historical stent in proximal lad and not in the previously placed study stent in mid lad, was also treated with balloon angioplasty.